Manufacturer narrative:
The device remains implanted and in service with no further complications reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) travelled to (B)(6) for work shortly after the implant procedure. The physician in the united states was monitoring the device in the remote monitoring system and reported alerts were present indicating a reference ECG was not obtained, that the device was not fully optimized, and an rd error code. Technical services reviewed the available data and confirmed the code rd indicated a memory error had occurred. The device performs hourly checks and because of the memory corruption, the device restored itself to factory nominal settings. It was noted the factory settings were not suitable for this patient as a different sense vector was programmed for optimal sensing; in fact, yellow alerts had been recorded due to untreated episodes being stored for diminished r-wave amplitudes and oversensing. No inappropriate therapy had been delivered, but the patient was in (B)(6) with magnets applied to the device to prevent shocks. There was no s-ICD programmer in this country or nearby. Technical services discussed the device would need to be interrogated with a programmer and reprogrammed back to the optimal settings. A field representative from the united states was sent to (B)(6) to meet with the patient and a physician there. The device check was performed, and the device was successfully interrogated and reprogrammed. No adverse patient effects were reported.